Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection of the device showed that the distal tip was bent and kinked; the kink was located approximately at 0.1cm from the distal tip. The core wire was broken/fractured and unraveled; the another section of the core wire was attached to the distal solder ball. No more damages were found in the device. Dimensional inspection of the overall length could not be performed due to the device condition. The outer diameter of the distal tip, middle and proximal section of the device were within specification.

Event description:
Reportable based on device analysis completed on 03 nov 2019. It was reported that the rotawire was unable to cross the lesion. A 330cm rotawire was selected for use. During the procedure, it was noted that the wire was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed that the core wire was broken/fractured.